Event description:
It was reported that the customer had a unspecified "battery malfunction" on the pump. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.